Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received for the report of leaking. The returned samples were inspected per facility procedure and all three samples were found to be conforming. It was noticed during inspection that sample #2 had a slight dome effect and sample #3 had a slight tear. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valve cannulas were leaking after insertion during a vitreoretinal surgery. Plugs were used. The procedure was completed. Additional information and product sample have been requested for this event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information was received from the reporter. It was informed that the event occurred during a left eye procedure. There are no other details available as per the reporter.